Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing determined that the downstream occlusion sensor was the root cause and was replaced. The device then passed all testing criteria; the service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed a ¿cassette not attached¿ error on the screen during infusion. There was patient involvement, and a delay in therapy occurred. The delay was considered likely not harmful; however, the extent of any clinical impact is unclear.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.